Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed insulin flow blocked. It was also stated that the infusion set cannula was bent and there were issues with the serter. The blood glucose reading was 509 mg/dl at the time of the incident. The current blood glucose reading was 310 mg/dl. The high blood glucose readings were treated with manual injection. Troubleshooting was conducted for the bent cannula and alarm. The infusion set will be returned for analysis. The insulin pump will not be returned for analysis.